Event description:
It was reported the patient experienced (B)(6) and the pump system was subsequently explanted. The drug in the pump at the time of the event was not specified.

Manufacturer narrative:
Product ID 8711, serial #(B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).